Event description:
It was reported that the lead integrity alert triggered due to nonsustained tachycardia episodes and increased sensing integrity counts on the right ventricular lead. Isometrics and pocket manipulation were negative for oversensing. It was also reported that the pace sense impedance decreased over time. It was further reported that the patient received a shock for right ventricular (rv) lead noise. The rv lead was removed and replaced. The atrial lead was damaged during extraction of the rv lead, and was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2012, under manufacturing report number 2649622-2012-0812; however the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(6) 2012). Accordingly, this report should be regarded for this reportable complaint. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed); the inner insulation was kinked/buckled; the inner tubing was kinked/buckled; the outer insulation was torn, breached cut, and had a cosmetic depression; there was blood in/on the helix mechanism; there was apparent explant damage and the lead was stretched. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted; all conductors were stretched and had blood/body fluid (not obstructed); all insulation was torn; the outer insulation was breached cut, had a white substance, and a cosmetic depression; there was blood in/on the helix mechanism and sleeve head; there was tissue on the helix, there was apparent explant damage and the lead was stretched. Performance data collected from the device was analyzed. A patient alert for lead failure predictor occurred on (B)(6) 2012. Ten ventricular nonsustained tachycardia episodes <=210 ms occurred between "(B)(6) 201" and (B)(6) 2012.